Event description:
Boston scientific crm received information that this left ventricular lead was exhibiting increased pacing thresholds and diaphragmatic stimulation one day post implant. The lead was found to have dislodged.

Manufacturer narrative:
A revision procedure was performed and the lead was successfully repositioned. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.